Event description:
The reporter stated the surgeon inserted a cc4204a collamer aspheric single plate lens. During the lens insertion, the surgeon noticed there was a capsule tear. The lens was removed and a sulcus lens was implanted. The reporter stated the capsule tear was not product related. The lens was discarded.

Manufacturer narrative:
(B) (4). No product allegation against the product. Lens was discarded. (B) (4).